Manufacturer narrative:
Physio-control further evaluated the removed main keypad assembly and observed that the left side of the on/off button was worn and required more force to activate than normal. The right side of the on/off button still functioned normally.

Event description:
The customer contacted physio-control to report that when performing preventive maintenance on the device it was observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. The customer advised physio that the device would not power off properly. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the main keypad assembly to resolve the reported issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that when performing preventive maintenance on the device it was observed that the device would not power on when prompted. As a result, defibrillation would not be possible if it were necessary. The customer advised physio that the device would not power off properly. There was no patient use associated with the reported event.